Event description:
During an ercp procedure the physician used a cook endoscopy tracer metro dire wire guide with a cook endoscopy fusion omni-tome sphincterotome. When advancing the wire guide into the pancreatic duct it was noted that the coating of the wire guide had separated near the distal end, but did not detach. The devices were removed from the endoscope, and the procedure was postponed. No coating detached in the pt, there was no foreign body to be retrieved. Other than reschedule of the procedure, there were no adverse effects due to this observation.

Manufacturer narrative:
Eval: we are unable to confirm the report as it was described, because the affected device was not returned to cook endoscopy for eval. No discrepancies or anomalies were observed during a review of the device history record for this device. We were unable to conduct a sample test from this lot because the devices had been previously distributed. A review of the 6 mo complaint history record for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the affected device was not returned to cook endoscopy for eval. A definitive cause for the reported observation was unable to be determined. A potential contributing factor to wire guide coating damage is allowing contrast to dry on the wire guide. This can cause resistance in wire guide movement inside the sphincterotome. Damage to the wire guide coating can occur if excessive pressure is applied to the wire guide when resistance is encountered. The instructions for use instruct the user to flush the wire guide with water or saline. For best results, the user is instructed to keep the wire guide wet. A contrast filled lumen may cause resistance during movement of the wire guide. Prior to distribution, all metro wire guides undergo a visual inspection to ensure device integrity. This inspection includes a visual inspection of wire guide coating. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this report was unable to be verified. Customer qa will continue to monitor for complaint trends.